Manufacturer narrative:
B1 adverse event ¿ corrected ¿ no adverse event. B2 outcomes attributed to ae ¿ corrected ¿ no 'hospitalization-initial or prolonged,' ¿other serious (important medical events)¿, and 'required intervention to prevent permanent impairment/damage (devices)'. B5 executive summary - updated ¿ h1 type of reportable event: no serious injury. F10/h6 device code grid/ clinical signs code grid / health impact code grid: corrected. H6 method code grid/ results code grid/ conclusion code grid: corrected. Further reviewing from medical safety team indicated that the lot # 41755664 captured in the reported event does not refer to the subject catalyst device as the event did not contain product performance issues or adverse event associate with subject catalyst device performance. Therefore, based on this review, this event does not meet reporting criteria anymore for the corresponding device and the reportability will be changed from reportable to non-reportable with new awareness date of 14-august-2023. An assignable cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement.

Event description:
It was reported that during the second treatment strategy from a thrombectomy procedure, the patient suffered from a perforation/rupture of the vessel which was treated with the endovascular treatment and required hospitalization. It is noted that the adverse event (perforation/rupture of the vessel) was related to the thrombectomy procedure and the subject catalyst device, not related to the stroke (disease under study) and to an underlying condition or disease. The outcome of the adverse event was resolved without clinical sequalae. No further information is available. Updated: further reviewing from medical safety team indicated that the lot # 41755664 captured in the reported event does not refer to the subject catalyst device as the event did not contain product performance issues or adverse event associate with subject catalyst device performance. Therefore, based on this review, this event does not meet reporting criteria anymore for the corresponding device and the reportability will be changed from reportable to non-reportable with new awareness date of (B)(6) 2023. The manufacturer has reviewed all information and determined this event no longer meets the requirement.

Event description:
It was reported that during the second treatment strategy from a thrombectomy procedure, the patient suffered from a perforation/rupture of the vessel which was treated with the endovascular treatment and required hospitalization. It is noted that the adverse event (perforation/rupture of the vessel) was related to the thrombectomy procedure and the subject catalyst device, not related to the stroke (disease under study) and to an underlying condition or disease. The outcome of the adverse event was resolved without clinical sequalae. No further information is available.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical study, a serious adverse event occurred: rupture of vessel during thrombectomy. As the device was not returned for analysis, it cannot be confirmed if the device may have caused or contributed to the reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Manufacturer narrative:
This is 2 of 2 reports. H3 other text: the subject device is unavailable to manufacturer.

Event description:
It was reported that during the second treatment strategy from a thrombectomy procedure, the patient suffered from a perforation/rupture of the vessel which was treated with the endovascular treatment and required hospitalization. It is noted that the adverse event (perforation/rupture of the vessel) was related to the thrombectomy procedure and the subject catalyst device, not related to the stroke (disease under study) and to an underlying condition or disease. The outcome of the adverse event was resolved without clinical sequelae. No further information is available.